Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unable to focus. The lens was exchanged for another lens model 01 month 5 days following the initial procedure. Clinical reason for explant was mentioned as subjective visual disturbance. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).